Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that when attempting to activate MRI mode the remote showed the eligibility cannot be determined message. The caller stated that the patient has a bone stimulator and when using that device they activate MRI mode. The patient reported that they have difficulty connecting to the ins to activate MRI mode when using the bone growth stimulator, it takes 3-4 attempts to connect to the ins with the handset. The caller indicated that the patient has been using bone stimulator for a couple of months ago but did not know when the difficulty communicating began. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.